Manufacturer narrative:
Part 473.020s, lot 8364750: manufacturing site: (B)(4). Manufacturing date: 05april2013. Expiry date: 01march2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per received x-rays, patient initials are either (B)(6). Date of post-operative non-union is unknown. This report is for one (1) unknown proximal femoral antirotation nail (pfna). Procedural dates are unknown. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient underwent a revision procedure on an unknown date due to a non-union. Additional information regarding the circumstances surrounding the non-union are unknown. This report is for one (1) unknown proximal femoral antirotation nail (pfna). This report is 1 of 3 for (B)(4).